Manufacturer narrative:
It was reported that a vigilance device issue occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation this event was caused by a momentary breakdown of the vigilance device. This is the first occurrence of this type of issue on this device. Vigilance device failures will be monitored. (B)(6).

Event description:
During an seeg case, the patient was pinned, positioned, and marker registration was selected. The screen prompted the driver to step on the vigilance device to bring the arm to the home position. The arm moved with no trouble and then pointer probe was attached when prompted to. When the foot pedal was stepped on again to move the arm to the intermediate position, the screen started to jump between different screens. This happened a few times and the field service engineer thought that it was the physicist's assistant stepping on and off of the pedal, but then she took the pedal away and the screens continued to flip back and forth even when the vigilance was unplugged from the back of the robot. Once restarted, the robot and vigilance device worked without issue for the entire case. This delayed the case less than 10 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During an seeg case, the patient was pinned, positioned, and marker registration was selected. The screen prompted the driver to step on the vigilance device to bring the arm to the home position. The arm moved with no trouble and then pointer probe was attached when prompted to. When the foot pedal was stepped on again to move the arm to the intermediate position, the screen started to jump between different screens. This happened a few times and the field service engineer thought that it was the physicist's assistant stepping on and off of the pedal, but then she took the pedal away and the screens continued to flip back and forth even when the vigilance was unplugged from the back of the robot. Once restarted, the robot and vigilance device worked without issue for the entire case. This delayed the case less than 10 minutes.